Event description:
Customer reported she had a low blood glucose reading and was unsure of what caused it. Customer's blood glucose was 56 mg/dl on (B)(6) 2014. Following day she was high and she knew it was because she had to fill her new set. At 4 pm, states she might have over bloused and blood glucose was 69 mg/dl. The drive support cap was normal. Customer was not admitted for medical treatment. Patient was disconnected during the rewind prime sequence. The same amount was shown in the reservoir and on the display. The device was not exposed to an MRI. Self test was performed and device did not pass. No further information.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.